Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated that she believed the true metrix meter was broken and so had contacted her doctor due to the e-3 error message; doctor had ordered a new meter for customer. The customer did not have any more test strips from the vial she was using at the time she had contacted the doctor. During the call, a blood test was performed by the customer pm fasting and produced test result of 273 mg/dl using true metrix meter and another vial of test strips - internal report reference (B)(4).

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023, to ensure that the initial concern was resolved and able to establish contact with customer who stated is comfortable with the glucose readings from the product.